Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall, and after removing supplies and force restarting the app, the user received an unable to proceed alert; blood glucose was reported as over 400 mg/dl and the user reverted to subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.